Event description:
Patient was done under local anesthesia. Case was uneventful and patient moved to post-anesthesia care unit (pacu). In pacu, patient experienced contra side hand paralysis. CT was done and nothing noted. Physician thinks it is either microemboli or watershed event. MRI will be done tomorrow. Patient has residual weakness 1/5 in hand.